Manufacturer narrative:
Product event summary: analysis found that two knobs were missing and there was something sticky on the battery contact chips, the device worked normally. The knobs were installed and the battery contact chips were cleaned. The device then passed functional testing. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer. It was analyzed and tested out of specification. There was no patient involvement.